Event description:
It was reported that the patient experienced a cerebral vascular accident. It was reported via social media that "the patient had the watchman closure device implanted, was then taken off of eliquis and a month later the patient had a thrombus in their carotid artery and experienced a cerebral vascular accident."